Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: deflation: observed an opening assessed as fold flaw opening. Other - technical: unable to observe as it is not related to the manufacturing process. Calcification: observed. As per the investigation procedure, creases, wear abrasion were observed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required. Additional, changed, and/or corrected data: d9, h3, h6.

Event description:
Healthcare professional reported "rupture". Later, healthcare professional observed ¿pinhole defect on the anterior surface and heavily calcified subglandular breast implant capsule¿. This record is for the left side. Device has been explanted and replaced.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason(s) for reoperation is/are: deflation and "pinhole defect on the anterior surface".

Event description:
Healthcare professional reported "rupture". Later, healthcare professional observed ¿pinhole defect on the anterior surface and heavily calcified subglandular breast implant capsule¿. This record is for the left side. Device has been explanted and replaced.